Event description:
The customer reported evidence of an incomplete electrical connection between the therapy cable and the defibrillator. There was no pt impact.

Manufacturer narrative:
The customer reported evidence of an incomplete electrical connection between the therapy cable and the defibrillator. There was no pt impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.